Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced urge incontinence, frequent urinary tract infections, pain, infection, urinary/bowel problems, recurrence and dyspareunia. It was further reported that patient underwent cystoscopy and cystometrogram on (B)(6) 2006 due to urinary incontinence status post mesh implant. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and frequency.